Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported after insertion of the catheter due to poor handling the catheter comes out accidently. There is no serious injury to the patient. No erroneous result occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a dislodged catheter is confirmed; the cause is determined to be use related. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device with several centimeters of tubing protruding from the insertion site of the patient. What appeared to be adhesive residue was observed on the patient's skin which suggested a securement device was used. The complaint information suggested the issue occurred due to catheter mishandling. The observations in the returned photograph of the device and the information from the complaint identified the issue to be use related. This complaint will be recorded for future trending and monitoring purposes.